Event description:
It was reported that the surgeon had problems with getting a distal locking screw through a trochanteric fixation nail. The surgeon was repairing an intertrochanteric fracture, and eventually had to drill the screw without the drill guide and sleeves. The surgeon attempted to drill to the bone cortex and kept hitting the nail. He tried twice with two different drill bits, aiming arms and sleeves but was successful only when he removed the sleeves and aiming arms. The surgeon believed the nail itself was the problem. There was an hour delay in the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: patient weight was reported as (B)(6). A review of synthes device history records (DHR) for manufacturing revealed no complaint related issues.

Event description:
This is 1 of 1 report for complaint (B)(4).